Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer attempted to resume insulin delivery after the load process, the pump took the customer out of the load process and required for the customer to load a new cartridge. Blood glucose was 158 mg/dl. Tandem's technical support guided the customer through the load process and the customer successfully resumed insulin delivery.